Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. An on-site functional and visual inspection was completed. The camera uninterrupted power supply (ups) was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that a camera cart was found to have power issues. The system works as expected when the outlet is switched ¿on¿. Upon shutting down, the main cart turns off however the camera cart monitor and camera were found to remain on until outlet is switched off. It was noted that if the outlet is switched off, the camera cart turns off, however the main cart remains on. The blue light emitting diode (led), at the on/off switch in the camera cart does not illuminate when the camera cart is on. The camera cart power status showed connection with the uninterrupted power source (ups) in the self-test. After powering up the system, no led¿s were reported to illuminate, or fans run on the camera cart ups.

Manufacturer narrative:
Added device manufacture date.